Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 1911297. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, three picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, a plastic fragment was observed within the blister package. The plastic fragment was identified as a broken flange component. It has been determined that during the assembly process, a misalignment could have occurred, which would have resulted in damaged syringes. The detached flange component from a damaged syringe was then introduced into the packaging of the product in question. Due to the current quality controls in place, we believe this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Investigation conclusion: 1911297: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2015 (november 26th ¿ 27th, 2019). Syringes were assembled in machine nº4260, and nº4267, in lot #9321266 (november 19th ¿ 25th, 2019), in lot #9329650 (november 25th ¿ december 1st, 2019) and in lot #9329649 (november 25th ¿ december 2nd, 2019). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #9330180, #9321279, #9315861, #9308381, #9302189, #9295597, #9280196, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #9321280, #9330183, #9315866, and no problems, defects or qn related to the reported issue were found. Conclusion(s): we have been provided with a picture of the affected sample. The analysis of the provided picture of the sample showed a plastic piece in the blister. The foreign matter has been identified as broken flange of other syringe that was broken during the assembly process and finally ended in the affected sample. We could confirm the reported issue. Conclusion(s): after analyzing the returned pictures of the sample and discussing with our manufacturing technicians in charge of these product lines, we have concluded that the plastic piece was broken during the assembly process in the stack of the barrel feeder. The incorrect alignment of that barrel in this process produced the ruptured of the flange, which ended up inside the reported syringe. Despite the fact that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce emerald syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. We concluded that it has been an isolated case with a negligible frequency of occurrence. Root cause description: broken flange of one syringe that ended inside the reported syringe. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that an unspecified number of syringe 10ml ls emerald experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: extra piece of plastic inside emerald syringe.